Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders and a company representative. It was reported the patient started to have mini strokes and it continued. The patient completely collapsed and was unconscious and had 10 more strokes within two to three months. They were not sure what caused the strokes because the patient didn't have heart problems or stress. They were not sure if the patient would get the deep brain stimulator (dbs) again but they would discuss it with their health care professional (hcp). After the patient had their 2010 implant, her dyskinesia went away and had little or none but started to have strokes. It was further reported that the mini strokes were not thought to be related or caused by the deep brain stimulator (dbs).